Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly resulting from a crack in an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be successfully interrogated at routine follow-up. The programmer was able to establish telemetry several times before displaying a message that the device was out of range and interrogation could not be completed. It was noted that the patient had lost considerable weight and the device appeared to have migrated making it difficult to position the telemetry wand appropriately. Boston scientific technical services (ts) provided suggestions for additional troubleshooting. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating interrogation of this ICD was attempted a final time without success. A revision procedure was subsequently performed wherein the device was explanted and replaced. No adverse patient effects were reported.